Event description:
It was reported by consumer that the m51p power chair stopped and the joystick got a continuous red light, and the consumer had to push the chair to her home. Since then, the lights have been all green. When she had charged the chair for 2 days straight, all the further it would go is 5 blocks.